Event description:
A report was received electronically from a hemodialysis user facility. The facility reported that the tubing separated between the saline t and drip chamber junction. It was learned that the event occurred within mins of the start of the dialysis treatment. The event resulted in 125 ml loss of blood to the pt. The pt was restarted with a new treatment set and did complete prescribed treatment without further incidence. It has been learned that the facility threw the lines away because of contamination. The pt was discharged to home and has not required any further medical treatment from this event.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: sample was not available. The complaint is deemed as not confirmed. Fmc will continue to monitor trends and defects per current procedure.